Event description:
Laser system producted no energy output. We are unaware about pt injury.

Manufacturer narrative:
The laser diode and the resonator were replaced and the laser system restarted to work. We are unaware about patient injury.